Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the 2mm by 11mm quickfix screw from an ar-8690ds CPR implant system would not fit into the pin driver. The shaft of the screw appeared to be too wide. After numerous attempts, the surgeon requested another pin driver, but the screw wouldn¿t fit either. A second CPR kit was opened, and the 2.0mm x11mm screw was implanted successfully. This was discovered during a complete plantar plate repair procedure on (B)(6) 2023.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is not confirmed. Visual inspection identified the tip of the 2.0x11mm (magenta) of the 2.0mm quickfix screw had broken off. The edges of the threads were warped, and the pin (diameter) of the screw had bent. Dimensional evaluation at ø.080±.003 is in tolerance at .081 per drawing c13053. Functional testing performed noted that the pin of the screw did work as required. No problem found.